Event description:
It was reported that during the device implant procedure, the patient developed a subclavian artery laceration. The patient was treated via an angiogram of the artery and digital compression. The device was successfully implanted and remains in use. The patient is enrolled in the corevalve expanded use study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).